Event description:
As reported, a valved 4f PICC was placed in the patient's upper arm on (B)(6) 2011. The patient was released home on (B)(6) 2011. She returned to the hospital on (B)(6) 2011 to have the PICC replaced because of leakage. It was noted to have a slit/hole on the patient side of the securement wings. The PICC was replaced via an over-the-wire exchange. The patient's condition is "stable." The used catheter has been returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2011 complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole distal to suture wing." No adverse trends were identified. As received, the catheter exhibited a hole just distal to the suture wing. The hole was straight in appearance and oriented perpendicular to the catheter shaft. When the catheter tubing is folded over the suture wing, the hole is in the location of the inside kink crease. Adhesive tape residue was also located on the catheter up to the 5 cm depth mark. There was no evidence of manufacturing defects on the catheter. The root cause of the defect is most likely die to either the catheter being nicked with a sharp instrument, or from material fatigue from being repeatedly kinked at the point that the hole occurred. DHR search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The hole does not appear to be the result of a design or manufacturing issue. This is supported by the information that the catheter was placed successfully and was functioning properly for more than 4 weeks. Manufacturing process controls in place for the PICC device includes in-process visual inspection for damage or defects, as well as 100% air leak tests and guidewire checks for lumen patency. The vaxcel pasv PICC dfu (directions for use) that is supplied with the reported device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. (B)(4).